Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1720." No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Review of the event history log showed the pump displayed an occurrence of error code 1720. The investigation found that when the device was powered up it alarmed with error code 1720. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.